Event description:
Dosing lantus solostar prefilled 3ml pens containing insulin glargine injection (u-100). Original pen script included bd nano 32g x 4mm user replaceable single dose pen needles. Pharmacy switched to generic pen needles made by htl strefa droplet pen needles. Noticed a reduction in efficacy of last doses of lantus solostar and checked lot exp etc and not expired or cloudy or otherwise affected. Last night my 15u (150ul at 100u per ml) pen injection using the htl strefa droplet needles was not injected s.c. I observed a pool of liquid at the skin surface. Repeated injection with a new droplet pen needles and same liquid pooling was noted. I replaced the droplet needles a third time and again observed a liquid pool on my skin at the injection site. All pen needle injections were inserted to the full 4mm depth s.c. Before depressing plunger slowly and waiting over 15 seconds to withdraw pen needle after dosing. It appeared no lantus insulin was injected based on volume of liquid pooling on skin at injection site. I then used a previously used bd nano pen needle after disinfection using 70% ipa alcohol ( yes do not re-use previously used pen needles, single use only) but I was out of the bd needles and only had new droplet needles on hand. So I attempted a fourth inject of 15units lantus insulin and observed no problems with injection. I now have a new supply of bd nano pen needles while my script is waiting to be refilled with another brand of pen needles other than htl strefa droplet 32g x 4mm pen needles. Problem with droplet needles. Some (possible all) have restricted inner diameter and do not deliver dose s.c. Others appear to leak at plastic pen needle tip. The full dose is not being dosed s.c. But it is not coming back out of sub cutaneous tissue. It appears to be leaking from pen needle body. I have contacted htl strefa about this issue and here is the product codes and lot numbers below. I am experiencing significant diabetic low blood sugar but have a freestyle libre cgm so can eat carbs to balance out what may be an unknown but much greater than 15u of long acting lantus insulin. Previous issues with high blood sugar after dosing with previous droplet pen needles are likely due to low volume delivery issues. Please note the septa on the lantus pen is intact and not leaking in any way. (B)(6). Droplet pen needles 32g x 4mm, defect product failure to inject lantus insulin dose is leaking from plastic needle body upon inject. 3 needles in row failure. Must reject box of 100, switch back to bd nano 32g x 4mm pen needles ref 8315 gtin (B)(4), lot b58f3, exp date 2026-04-01. I observed 150ul of lantus solostar insulin glargine liquid pooling on my skin after each attempt injection using new droplet 32g x 4mm pen needle. Needle was inserted full 4mm depth each time. New box of droplet 32g x 4mm needles. Never a failure to inject with bd nano 32g x 4mm needles. Please advise next steps. Real time continuous glucose monitoring device freestyle libre sensor and (B)(6) reader ap with links to (B)(6) in other words, I do not know how much lantus was dosed over 3 attempts at dosing the lantus solostar pen but know the full 15 u was dosed using abd nano pen. I also believe these droplet pen needles have not been dosing the full 15 u of insulin glargine in previous injections and we have the real time data to support this assumption. FDA safety report ID# (B)(4).